Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to an out of range shock impedance measurement which was greater than 200 ohms. The lead was programmed right ventricular (rv) coil to right atrial (ra) coil to can. A boston scientific technical services consultant communicated to the caller that lead is a single coil lead and the vector needs to be rv coil to can. The consultant discussed reprogramming the vector and performing impedance testing. No adverse patient effects were reported.